Manufacturer narrative:
H10: h3, h6: the device intended to be used in treatment has been returned and evaluated, establishing a relationship between the event reported, the visual inspection confirmed top and bottom case damaged, door flap is broken, functional evaluation confirmed the device was unable to generate or control negative pressure due to the vacuum motor being defective, root cause determined as component failure. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that device requires maintenance. During service evaluation was confirmed that device was not able to generate and control negative pressure. No case involved.